Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using an accumax 365 single fiber, when the fiber was removed from the package, it was bent approximately 8 inches below the "sub-miniature a" (sma) connector. There was no damage noted to the outside of the packaging. The procedure was completed with another accumax 365 single fiber without complications to the patient, who is reportedly "fine" post procedure.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure using an accumax 365 single fiber, when the fiber was removed from the package, it was bent approximately 8 inches below the "sub-miniature a" (sma) connector. There was no damage noted to the outside of the packaging. The procedure was completed with another accumax 365 single fiber without complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination of the returned fiber revealed the fiber is broken 11.5 inches from the "sub-miniature a" (sma) connector. Handling damage contributed to the event.